Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code 2893 removed: 1142 added.

Event description:
It was reported that this was a vessel closure of a left femoral vessel using a prostyle after transcatheter aortic valve implantation procedure. Reportedly, once the device was inserted, the device failed to clicked. Another perclose was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, a click was heard. When the plunger was removed, there was no suture present. No additional information was provided.

Event description:
It was reported that this was a vessel closure of a left femoral vessel using a prostyle after a transcatheter aortic valve implantation procedure. Reportedly, once the device was inserted, the device failed to click. Another perclose was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.